Manufacturer narrative:
Concomitant product(s): product ID: 977a260, serial# (B)(4), product type: lead. Product ID: 977a260, serial# (B)(4), product type: lead. Other relevant device(s) are: product ID: 977a260, serial/lot #: (B)(4), ubd: 14-jan-2019, UDI#: (B)(4); product ID: 977a260, serial/lot #: (B)(4), ubd: 14-jan-2019, UDI#: (B)(4). (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) of a clinical study regarding a patient with an implantable neurostimulator (ins) for spinal pain and post lumbar laminectomy syndrome. It was reported that the patient experienced lumbar pain. The patient came in for an office visit. An x-ray was done, which showed possible migration. Further stated that the device diagnosis was lead migration/dislodgement. Etiology was related to the device or therapy, but not related to the implant procedure. No further complications were reported or anticipated.

Manufacturer narrative:
Product ID (B)(4) serial# (B)(4) implanted: (B)(4) 2015: product type lead. Product ID (B)(4) serial# (B)(4) implanted: (B)(4) 2015: product type lead: due to imdrf harmonization, any previously submitted device, method, result, and conclusion codes no longer apply to this event. If information is provided in the future, a supplemental report will be issued.